Event description:
The customer reported the system shut down and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated and repaired the system. Further repair info is unavailable. The system operates as intended.